Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have had low blood glucose of 48 mg/dl, 58 mg/dl and 68 mg/dl and for the first time did not symptoms and inquired if insulin pump would need to be replaced for this reason. Customer was not able to troubleshoot and would call back.